Event description:
It was reported that during a da vinci si hysterectomy procedure, arcing from the monopolar curved scissors (mcs) instrument with a mcs tip cover accessory installed occurred, causing the tip cover to melt. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
On date (B)(4) 2012, intuitive surgical received uf/importer report number (B)(4) from the FDA. The event details are provided below: during a da vinci hysterectomy, monopolar curved scissor was being used. End of plastic tip cover accessory burned/melted and arcing of cautery occurred - spark hit uterus. Instrument removed, tip cover accessory put on by physician still saw arcing occur up instrument. New monopolar instrument opened and used. One monopolar had 1 life left and one had 2 lives left. No harm to patient. On (B)(4) 2012, isi received a report from the site concerning the monopolar curved scissors (mcs) instrument, from part number 420179-10, lot number m10120730 517 as indicated in the site's uf/importer report number (B)(4). Medwatch report 2955842-2012-00452 was submitted to the FDA on (B)(4) 2012 concerning the first arcing event against the mcs tip cover accessory since the customer reported that issue concerned the tip cover accessory. The site also indicated in their uf/importer report that the reported event occurred on (B)(6) 2012; however, at the time of the site's initial report of this event to isi on (B)(4) 2012, it was indicated by the initial reporter that the incident occurred on (B)(6) 2012 and there was no indication from the initial reporter that arcing occurred twice during the surgical procedure. Isi reviewed that site's system log and found that mcs instruments from lot numbers m10120730 517 and m12120614-221 were used during a surgical procedure performed on (B)(6) 2012. The system log also showed that the mcs instrument from lot number m10120730 517 had 2 uses remaining and the mcs instrument from m12120614-221 had 1 use remaining, which would be consistent with the site's complaint description as indicated in the site's uf/importer report. In addition, both of the mcs instruments were manufactured after march 21, 2012. Isi has made several attempts to verify additional details concerning the reported event. However, no additional information has been provided. If additional information becomes available, a follow-up medwatch report will be submitted to the FDA. Medwatch report number 2955842-2013-00118 has been submitted concerning the second arcing event that occurred during the surgical procedure.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering found that the tip cover has a .015 x .030 oval shaped hole in the silicone. The hole is located .100 below the distal end of the tip cover. The silicone exhibits localized melting around the hole, indicating that an arcing event occurred. The tip cover also has a mechanical tear at the edge of the hole. The monopolar curved scissors instrument used in conjunction with the tip cover accessory was also returned. Engineering evaluation found that when the tip cover was installed on the instrument, the location of the hole is close to the proximal end/base of the blades. Visual inspection of the instrument found no abnormally sharp edges or damage at the distal end that would cause arcing. The instruments and accessories user manual specifically states: general precautions and warnings - inspect the tip cover accessory periodically during use. If any damage or tears are observed, replace the tip cover accessory with a new one. Do not use another instrument to clean the tip cover accessory. To prevent damage to the tip cover accessory insulation, always straighten the instrument wrist under endoscopic visualization before removing the instrument through the cannula. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.